Event description:
It was reported that this right ventricular (rv) lead was dislodged which was confirmed through x-ray. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 impact code. This supplemental report was created to capture additional information.

Event description:
It was reported that this right ventricular (rv) lead was dislodged which was confirmed through x-ray. This rv lead remains in service. No adverse patient effects were reported. Additional information indicates that this rv lead was explanted and a new rv lead of a different model was placed. No additional adverse patient effects were reported.